Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaked underneath the tap at site event on (B)(6) 2024. Infusion set has been used for less than 5 days. No further information available.